Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: plast. Reconstr. Surg. 2007;120: 1460-1465. Doi: 10.1097/01.(B)(4) - (B)(4).

Event description:
It was reported in journal article ¿dermabond skin closures for bilateral reduction mammaplasties: a review of 255 consecutive cases¿ that the patient underwent bilateral reduction mammoplasty for relief of symptomatic macromastia. The surgical technique in this study involved approximation of the wound edges with interrupted, buried, intradermal sutures. Closure of the flaps included the placement of suture which allow for distribution of tension along the flap edges. The patient may have experienced delayed wound healing that healed with local care, minor dehiscence reapproximated with steri-strips, major dehiscence that required suture reclosure, hypertrophic scar revisions and cellulitis that resolved with oral antibiotic therapy. Additional information has been requested.